Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation. This is the same pt/event as MFR# 2249697-2011-00951.

Event description:
It was reported that, "surgeon removed the scorpio ps insert in which the markings appeared to indicate a 3 x 12mm. The surgeon therefore, attempted to implant a 3 x 15mm intending to upsize and found the insert to be too small. The surgeon then implanted a 5 x 15mm scorpio ps insert which locked in perfectly. The surgeon, sales rep and surgical staff all believe the markings on the explanted trial to read 3 x 12mm. They are unsure if the markings were somehow skewed or initially marked incorrectly."